Event description:
It was reported that the patient presented for an implant procedure. During the procedure, pressure was applied to the delivery system without the protective sleeve and as a result it may have slipped causing a perforation. Pericardial effusion was observed via contrast injection, and the patient experienced transient loss of consciousness resolved by chest compressions. The patient underwent a thoracotomy procedure, and the perforation was successfully sutured. The patient was in stable condition post-procedure.